Manufacturer narrative:
E1 - phone number: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the corrosion distal end was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, no image display was due to damage on charged coupled device unit and the most probable root cause of the malfunction corrosion distal end was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image display and e204 error occurred. There were no reports of patient harm.